Event description:
Patient was brought to the ed from a rehabilitation hospital. She was on a chronic ventilator. Her chief complaint was unresponsiveness (which was an acute change for this patient). While in the ed, the ventilator tubing on the delivery side of the water column dislodged resulting in a circuit disconnect. It is not known how or why the tubing became dislodged. The patient became hypoxic and went into a pulseless electrical activity (pea) cardiac rhythm. The patient was resuscitated and regained pulses. She was transferred to the ccu. She was terminally extubated and died 2 weeks after admission. It is not known to what extent, if any, the hypoxic event (which was secondary to the tubing disconnect) contributed to the patient's condition.